Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. All started treatments were completed to 100% and all laser system functions were within specifications at this day. The customer reported dry eye which is most probably the biggest contribution factor for the reported glare in conjunction with the system. It was recommended to address the dry eye to see if glare was also reduced during the post-operative therapy. A contribution of the system cannot be concluded. No technical root cause was identified as the product was found to be within specifications. Potential contributing factors to the reported issue may be environmental conditions, previous patient condition and handling during the surgery. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported glare post lasik. Slight dryness was reported pre-operatively. Post-operatively, glare and ocular dryness were reported. Glare was not reported prior to surgery. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Event description:
Upon follow up, glare is only due to ocular dryness. These symptoms are temporary and are currently resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).